Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water (a/w) tube and cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions during investigation that are non-reportable are as follows: the grip had a scratch, due to wear of angle wire the bending angle in down direction did not meet the standard value, the adhesive around objective lens and light guide (lg) lens had discoloration, and the adhesive on bending section cover (a-rubber) had a crack. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.